Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a keypad issue. Reportedly, the down button is sticking. Animas has made 3 attempts to contact the reporter back for more information but was no successful. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/22/2013 with the following findings:the complaint could not be duplicated or confirmed on investigation. The keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons were responsive. There was evidence of keypad contamination found under the contrast, up and down arrow key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.